Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 25. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.